Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Product testing could not be performed because the product was not returned. The complaint cannot be confirmed. The manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was initially scheduled for explant, and subsequently was exchanged from the patient¿s left eye due to mild hyperopia & residual astigmatism impacting the patient with decreased visual acuity. At explant, no sutures, vitrectomy or incision enlarged were required. The replacement lens was a different model and higher diopter. Patient reported to be doing well post-exchange. Visual acuity pre-op (pre-initial implant): 20/30-; visual acuity post-op (post-initial implant): 20/25-1; visual acuity post-op (post-replacement): 20/20. No further information provided.